Event description:
This report is based on information provided by philips bench repair engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device, which indicates a low battery issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench repair engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device, which indicates a low battery issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device has low battery. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.